Event description:
Information received by medtronic indicated that the customer received critical pump error with open book image and detected moisture on the pump battery compartment. No harm requiring medical intervention was reported. It was unknown about troubleshooting. The pump will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, missing display window cover, cracked middle (enter) keypad button, keypad overlay texture damage. The unit was received with a battery cap. The contacts were properly attached, and the weld spots holding the metal contact in place were still intact. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment; pcba1--j6, components located at the top of the back side of the board; pcba2--j1, lcd flex cable terminal; force sensor flex cable terminal a known good pcba2 was plugged into pcba1 and then both boards were inserted into the case. A blank display was noted after battery insertion. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into the case. In this configuration the unit booted up to a critical pump error. Attempt to download/upload using crest/thus in this configuration was successful. The software version was able to be obtained from the pump history file. Five consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The force sensor zero offset measured in spec = 21.7 mv. In summary, the customer¿s report of an open book image was confirmed during testing. The blank display, critical pump error (open book image) alarm, and the five consecutive occurrences of the error code = 0x00000044 are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.